Manufacturer narrative:
The olympus technical assistance center (tac) had advised customer to restart the unit at least twice and if that did not resolve the issue to send in for repair. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the superpulsed laser system had a system error 10 occurred during an unspecified procedure. The intended procedure was completed using the similar spare device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation result, a malfunction of the emergency e-stop button caused the e-10 error code. However, the root cause of the problem could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted.